Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed unidentified (tear) opening and observed opening on radius side assessed as fold flaw opening. Shell thickness within specification. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, h3, h6

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Devicehas been explanted and replaced.